Manufacturer narrative:
The affected device was replaced at the facility. The returned, defective parts were investigated and evaluated. Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process will be updated to include additional testing and verification.

Manufacturer narrative:
The trumpf medical lighting system was inspected and paint on the handles was found to be chipped. The affected handles were replaced and returned to trumpf medical for further investigation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Pieces of paint were reported to have fallen from the handles of a trumpf medical lighting system into the operating field. No injuries were reported.